Manufacturer narrative:
Manufacturer's investigation conclusion: the controller was functionally tested and found to operate as intended. The controller was able to support pump function for an extended period of time. No alarms were produced while testing. The system controller was disassembled to inspect the internal components, and no issues were observed. A review of the controller event log files captured the controller supporting the system as intended while the driveline was connected. The pump maintained a speed within the expected range without issue. A root cause for the reported events cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was implemented to address the issue of dim pump running leds. The returned controller was manufactured prior to the implementation of the CAPA, which replaced the type of led on the user interface printed circuit board. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU heartmate 3 patient handbook are currently available. Section 2 of the IFU, entitled ¿how your heart pump works¿, explains the system controller user interface symbols and alarms, including the pump running symbol. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect alarms. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's system controller green circle light is extremely dim and blue instead of green. The patient reported that it a diesel spill may have caused these issues. No notable alarms or parameter changes found in log files. The staff planned on exchanging the controller.

Event description:
It was later reported the controller was exchanged.

Manufacturer narrative:
Correction: d9. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.